Event description:
It was reported that there was difficulty advancing the catheter while in the vein and the trocar eventually pierced. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual analysis of the returned unit confirmed that the catheter was pierced. The shape and the position of cut are consistent with what reported by the user. It is likely that the catheter was damaged by an user error. Model number is unknown. No product information has been provided to date. Operator of device is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).